Manufacturer narrative:
Death is labeled in the IFU. Occlusion is labeled in the IFU. Event eval: still under investigation.

Event description:
On (B)(6)2010, an aortomonoiliac procedure was performed on a (B)(6) male pt with a preexisting heart failure condition, using a renu converter ancillary graft. After deploying the graft, an iliac leg graft was placed. A complete fluoroscopic control was made to verify the correct position of the graft, on which a small endoleak on the graft's proximal part was observed. This was interpreted as a type I endoleak. The physician decided to use a molding balloon to complete sealing. After ballooning, the physician decided once again to verify a complete sealing, showing massive endoleak which was considered type IV. After lowering the centimeter sizing catheter (without the wire guide) which was placed through the left subclavia up to the possible defect, this one passed through the graft confirming that this was broken. Imaging shows that there was a stent separation. To fix this, the physician proceeded to place a 2nd renu converter, which initially shows an endoleak between the two superposed segments. This was fixed by ballooning once again. However, as a consequence of the continuous manipulation of the left femoral artery, an atheroma plaque was released obstructing the femoro-femoral bypass. During the procedure, the pt had to be transfused and a temporary intravenous pacemaker was placed. On (B)(6)2010, the pt died.